Event description:
Caller alleged discrepant results of inratio test compared with lab. Results as follows: inratio: 1.6, reference: 9.6 . Pt was admitted to hospital due to pulmonary emolism.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inration test with lab results provided by end-user at time complaint was filed: inratio: 1.6, reference: 9.6, mean: 5.60, confidence-limits: unable to determine. The mean is >5.0 and the difference is greater that 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required. As of today, products associated to this complaint have not been returned. Product will be investigated when product is returned.